Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrector was not actuation or cutting during procedure. The status of the aspiration is not known. The procedure was completed. The status of the patient is unknown.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of not moving and does not cut; therefore, the condition of the product could not be verified. A photo of the pak label is attached to the parent file and has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. A photo of components is also attached to the parent file and has been reviewed by the manufacturing site. The probe can only be partially seen in the photo, therefore a quality decision cannot be made regarding the probe from the photo provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).